Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen at 200 something mcg/day via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was overdosed yesterday because at the pump refill, the incorrect baclofen concentration was put in the pump. It should have been 500 mcg/ml, but 2000 mcg/ml was put into the pump without changing the concentration or doing a bridge bolus. The patient¿s pump managing physician was contacted about the issue and troubleshooting options were discussed. The hcp reported later the same day that they decided to do the system content removal procedure. They also decided to program the pump to minimum rate mode after the system content removal procedure. No further complications have been reported as a result of this event.